Event description:
The customer reported the device would not power up due to an air valve liftoff failure. No pt involvement reported.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.